Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed recurring alert 28 associated with the battery thermistor range, which temporarily cleared after guided reset and device restart but recurred, leading to shipment of a replacement device and return of the original units. Symptoms included no reported adverse clinical effects. Outcomes included device replacement and restoration of therapy on a functioning ilet. Investigation included review of device performance history and service records, assessment of alert behavior, and coordination with logistics to return the device. Investigation of this case revealed a suspected battery temperature sensing malfunction consistent with a thermistor range fault in the power subsystem, with no evidence of user error. It was concluded, based on previously established findings for similar reports, that the cause was a component malfunction related to the battery temperature sensing circuitry.